Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 19th march 2009 and performed all weekly auto self-tests up to the 12th december 2010. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature. On the 19th december 2010 the device failed the weekly auto self-test due to a low battery. On the 11th january 2011 information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 5th july 2011 and the final history log entry, prior to receipt at heartsine, on 11th july 2015. During this time the pad-pak became depleted and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the low battery fails are due to the device recording temperatures below the minimum recommended stand-by temperature. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.